Event description:
The pump was returned for investigation. Investigation revealed that a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was installed on the pump and had no issues. Unrelated to the display screen, the pump's history showed multiple reboots, low battery warnings, and a time and date reset to factory default. No defect was found to the pump's battery compartment or battery cap during evaluation and no power loss was detecting during testing. No evidence of internal moisture or intermittent contact was found in the battery terminal. The pump was opened and investigation found a leaking internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).